Event description:
Patient 's husband reported rupture and "1 year ago started to cause stabbing pain" against left side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient 's husband reported, rupture. And "1 year ago started to [cause] stabbing pain" against left side device. The device has been explanted.